Event description:
Patient reported rupture diagnosed via mammogram and ultrasound and "lost fullness" and looks "flattened". Later, healthcare professional reported "rupture" and "baker grade I capsule" device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, b7.

Event description:
Device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., d6b., h.6.

Event description:
Patient reported right side rupture via mammogram and ultrasound and "lost fullness" and looks "flattened". Device was explanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed broken device assessed as surgical damage and missing piece of shell assessed as inconclusive. ¿ capsular contracture: unable to observe as it is not related to the manufacturing process. No additional observations performed on the device. No further actions are required.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. DHR trend summary: the review of historical complaints on the complaint management handling indicates that there were no other records related to this event for units manufactured on lot number 3213324. The search criteria of these queries are mentioned on qpp07-01- 004-her1-g02 wording guidelines for complaint investigation closure 6.0. The review of all potential trend evaluations for breast implants closed during the past 12 months indicates that no confirmed complaint trends have been observed for the event (a0412 material rupture). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.

Event description:
Patient reported right side rupture via mammogram and ultrasound and "lost fullness" and looks "flattened". Device remains implanted.